Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 425 mg/dl and it was addressed by completing the load process as well as delivering a bolus. Reportedly, the customer stated that the pump case blocks the edges of the screen which prevents the customer from tapping the "done" button during the load process. The customer stated that they think they resume insulin; however, stated that they do not actually complete the load process. The customer stopping using the pump case.